Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon inspection, red cells were noted in the platelet line. Pas was added. Red blood cell centrifuge clamp was found to be not correctly occluding line. The run data file (rdf) was analyzed for this event. Review of the run data did not show a conclusive root cause for the higher than expect white cell count of the platelet product. However, it is possible, though not conclusive, that wbcs may have escaped the lrs chamber late in the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.